Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5174161.

Event description:
It was reported that the patient was no longer had any coverage on the pain areas due to lead migration. The patient underwent an explant procedure and was doing well postoperatively. The explanted leads were discarded by the facility.